Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The manufacture received additional information on (B)(6) 2023 that the device was serviced at third-party service center, the device was visually inspected and visible foam particles were not observed. Additionally, upper, bottom enclosure and ui panel was damaged and scratched. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Mandatory section has been updated/corrected.